Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the battery inoperable error message was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" error message. This resulted in an audible alarm which notified the caregiver of the message. There was no patient injury reported as a result of this incident.